Event description:
It was reported that the customer experienced a malfunction with their device, described as "malfunction: 4-0x20c9." There was no reported impact to the customer's blood glucose level. No further information was provided.